Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump kept ramping when trying to deliver a bolus and the buttons would not respond. Blood glucose value was 229 mg/dl. The customer stated she was sitting in the heat for about 2 hours and may have been exposed to sweat. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify battery out limit due to button keypad anomaly. No unexpected numbers ramping or scrolling on their own noted. The insulin pump had cracked case at the display window corners, battery tube threads, broken belt clip slot, minor scratched display window and missing the end cap sticker.